Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon used the trocar in standard practice. Upon inserting and removing instruments through the cannula, the ring split causing carbon dioxide leakage. The case was completed using a new 511s. A kit was used (ftr73). The first trocar came out of the kit and the second trocar came individually packaged. Both trocars had seals split. There was no consequence to the pt.